Event description:
It was reported that the pulse generator had firmware issue and the device went into the backup vvi operation. The patient felt pocket stimulation as a result of the backup vvi pacing. The device firmware was downloaded again and the device was restored. No further information was available.